Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the qlock did not open during the medication issue. A technical support specialist stated that the user was logged in and the qlock worked as expected. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank, the qlock did not open during the medication issue. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.